Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The trunk-ipsilateral leg component was not positioned in the desired location when the device was deployed and both renal arteries were unintentionally covered. The physician used a snare to move the trunk-ipsilateral leg component distally. However, the right renal artery was still covered by the device. A stent was implanted in the right renal artery and a final intraoperative angiogram revealed that the right renal artery was patent. It was reported that the pt tolerated the procedure.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis contralateral leg component (lot#04919235) was also implanted.